Manufacturer narrative:
Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was found deceased at home on (B)(6) 2017 by his/her home health nurse. The cause of death was not reported. The patient's pump was explanted post-mortem and an autopsy was performed. The results of this autopsy were not reported. No further information has been provided.

Manufacturer narrative:
Product event summary: (B)(4) were returned for evaluation. (B)(4) were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the devices; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological examination did not reveal any evidence of thrombus formation. Failure analysis of the returned batteries and controller revealed that the devices passed visual inspection and functional testing. Analysis of the log files revealed that there was a controller power up event on (B)(6) 2017 at 17:22:57. The controller lost power at 22:07:04 on (B)(6) 2017; the total time the controller was without power was 19 hours 15 minutes and 53 seconds. The last data point before the power up event, logged at 21:55:59 on (B)(6) 2017, indicated that an ac adapter was attached to port 1 of the controller and (B)(4) with 96% relative state of charge (rsoc) was attached on power port 2. The data point after the power up event, logged at 17:23:33 on (B)(6) 2017, indicated that no power source was attached on power port 1 and (B)(4) with 96% rsoc was attached on power port 2. Following the power up event, multiple low flow alarms and high watt alarms were observed in the alarm log file, which indicated that the flow was reducing with time. This observation may be due to patient physiological conditions. With the flow reducing, the controller was trying to drive the motor, which resulted in the high watt alarm. The controller had been running on (B)(4) until it was depleted below 10%, resulting in a critical battery alarm on (B)(6) 2017 at 05:02:13. Several critical battery alarms and controller fault alarms can be seen after 05:02:13, indicating that the battery was below 10% rsoc. Multiple controller power up events with no associated motor starts can be observed after (B)(6) 2017 at 05:54:40, which is when the battery, (B)(4), was completely depleted and was less than 12v. The controller was unable to power up the motor since the only connected power source was completely depleted. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the observed loss of power may be attributed to disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system controller 2.0, controller, (B)(4), model #:1420, expiration date: 2018-06-30, UDI #: (B)(4) device available for evaluation: yes, return date: 2017-11-03, device evaluated by MFR: yes. Mfg. Date: 2017-06-30, labeled for single use: no. Device code(s): c63025, FDA method code(s):10, 4112, FDA results code(s): 213, FDA conclusion code(s): 19, brand name: heartware ventricular, assist system battery, battery, (B)(4), model #:1650de, expiration date: 2014-11-30, UDI #: (B)(4), device available for evaluation: no. Mfg. Date: 2013-11-30, labeled for single use: no. FDA method code(s):4114, FDA results code(s): 3221, FDA conclusion code(s): 67. Brand name: heartware ventricular assist system battery, battery, (B)(4), model #:1650de, expiration date: 2017-01-31, UDI #: (B)(4), device available for evaluation: no. Mfg. Date: 2016-01-31, labeled for single use: no. FDA method code(s):4114, FDA results code(s): 3221, FDA conclusion code(s): 67. Brand name: heartware ventricular assist system battery, battery,(B)(4), model #:1650de, expiration date: 2018-05-31, UDI #: (B)(4), device available for evaluation: no. Mfg. Date: 2017-05-31, labeled for single use: no. FDA method code(s):4114, FDA results code(s): 3221, FDA conclusion code(s): 67. Brand name: heartware ventricular assist system battery, battery, (B)(4), model #:1650de, expiration date: 2018-06-30, UDI #: (B)(4), device evaluated by manufacturer: yes, return date: 2017-11-03, device evaluated by manufacturer: yes. Mfg. Date: 2017-06-30, labeled for single use: no. Device code(s): c63025 FDA method code(s):10, 4112, FDA results code(s): 213. FDA conclusion code(s): 67. Brand name: heartware ventricular assist system battery, battery, (B)(4), model #:1650de, expiration date: 2018-06-30, UDI #: (B)(4), device evaluated by manufacturer: no, mfg. Date: 2017-06-30, labeled for single use: no, device code(s): c63025, FDA method code(s):4114, FDA results code(s): 3221, FDA conclusion code(s): 67. Brand name: heartware ventricular assist system battery, battery, (B)(4), model #:1650de, expiration date: 2018-06-30, UDI #: (B)(4), device available for evaluation: yes, return date: 2017-11-03, device evaluated by manufacturer: yes. Mfg. Date: 2017-06-30, labeled for single use: no. FDA method code(s):10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional products: controller (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that twice the controller had a power loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient was treated with standard therapy that included marevan and aspirin; along with standard heart failure therapy. An autopsy was performed but it did not find a specific cause of death. The patient¿s physician reported that the event could have been related to arrhythmia but noted that the ventricular assist device (vad) did not signal any low flow alarms. No further information has been provided.